Event description:
A report was received that during a permanent implant, when the physician was tunneling, the tunneler straw crimped.

Manufacturer narrative:
The complaint of straw deformation was verified. Straw has both tip ends deformed. Two samples were cut from returned straw to make inner/outer diameter measurements. These measurements along with straw length were found to be within specification.

Event description:
A report was received that during a permanent implant, when the physician was tunneling, the tunneler straw crimped.